Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A battery was randomly returned to the philips bothell site for evaluation. There was no reason given as to why the battery was returned. There was no reported patient involvement/adverse patient impact.